Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no impact to the customer¿s blood glucose level. Although requested, customer did not have a back up method of insulin therapy to use. Customer declined a follow up from tandem technical support to determine if back up therapy was obtained.